Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-04685 and 2134265-2015-04684. It was reported that stent thrombosis, vessel dissection, shock and patient death occurred. The target lesion was located in the tortuous and calcified right coronary artery (rca). A 2.25x16mm promus premier¿ stent was implanted in the target lesion however, several dissections were noted. A 2.25x8mm and a 2.25x12mm promus premier¿ stents were deployed to treat the dissection. There was also a promus premier¿ stent implanted in the circumflex artery which remained patent. Later in the evening, the patient was brought back to the cardiac catheterization laboratory and coronary angiography was performed. It was noted that there was a subacute thrombosis of the previously implanted 2.25x16mm promus premier¿ stent. The physician attempted to advance a guide to the lesion however the vessel started to close. Subsequently, cardiopulmonary resuscitation was started. The patient went into shock and later died that evening.